Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the returned device did not show signs of physical damage or abnormalities. During pressure integrity testing no internal or external leaks were observed. Performance testing results yielded a pre-to-post membrane pressure drop across the device of 150 mmhg. Conclusion: analysis of the returned device was unable to replicate the reported incident. Performance testing revealed that the oxygen transfer was comparable to historical averages; a pressure drop of 150 mmhg is considered within normal limits. Visual examination of the oxygenator showed the fiber bundle was heavily stained suggesting some type of protein build up, which may have contributed to the flow restriction experienced with the device. The protein build up was most likely caused by a specific patient or clinical situation.

Event description:
Medtronic received information indicating that approximately two hours into an emergency thoracic abdominal aneurysm procedure, the customer noted the pressure at the inlet of this fusion oxygenator was greater than 300 mmhg, and as a result, the connection between the tubing and oxygenator began to leak. The pressure at the outlet port of the oxygenator was measured to be approximately 60 mmhg, creating a higher than normal pressure difference across the membrane. The customer indicated that the patient's act values were taken every 30 minutes, and results yielded values between 600-700 seconds. The customer attempted to put a cable tie on the connection; however, the leak persisted and they could not return to full flow. About two hours and twenty minutes on bypass, the customer replaced the oxygenator with another to complete the case; the tubing from the circuit was not replaced. After replacing the oxygenator, no further leaks were observed. Two days post-operative, the patient expired due to hypoxic ischemic encephalopathy, hypovolemic shock secondary to massive blood loss in relation to disseminated intravascular coagulation (dic).

Manufacturer narrative:
Corrected information: sex.